Event description:
It was reported that a patient experienced an allergic reaction during a st. Jude spinal cord stimulation trial. The patient was not tested for a metal allergy and it was reported that it was an allergy to iodine that occurred during the trial. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).